Event description:
It was reported that the user experienced a low blood glucose event while using the ilet, with a nadir of 68 mg/dl, after waking to a low and with the cause unclear; the user had already treated with oral glucose and the agent verified that glucose was trending upward, provided troubleshooting and education, and advised continued monitoring. Symptoms included hypoglycemia. Outcomes included user self-treatment with oral glucose and continued monitoring without escalation. Investigation included user interview, product-use review, and troubleshooting and education. Investigation of this case revealed no identifiable device malfunction and no confirmed device component issue, consistent with an undetermined root cause for hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.